Manufacturer narrative:
On 3/31/2021, it was reported to mentor that the implants were ruptured. In addition, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced infection bilateral, implant discoloration bilateral. It was also confirmed that both implants were ruptured (defective). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/23/2021, upon visual evaluation of the image provided in the complaint on (B)(6) 2021, no apparent damage or visual anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2021, it was decided to remove codes wound infection, rupture symptomatic (post-implant), discolored (post-implant) add codes capsular contracture to the right side, anisomastia to the left side , adverse event to both sides to more accurately capture the reported event. The removed codes belong to the manufacturing report numbers 1645337-2020-15424 and 1645337-2020-15425 that is reported in a separate complaint . Manufacturer¿s reference number: (B)(4) removed codes wound infection, rupture symptomatic (post-implant), discolored (post-implant) added codes capsular contracture to the right side, anisomastia to the left side , adverse event to both sides

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and suffered from a patient dissatisfaction with procedure outcome, right one was up to her clavicle, implants were too big. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 325cc on the left side and with mentor memorygel breast implant 350cc on the right side on (B)(6) 2012. This medwatch is for the left breast implant.